Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 2 cubie pockets of row a, b and c were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 cubie pocket was failed. A field service engineer inspected the affected drawer and confirmed water saturation in rows a and b, with row c remaining dry. The engineer disconnected drawer 2 for full inspection, dried residual water, and replaced the full-height drawer. Six pockets in rows a and b were replaced as recommended. Fse did recovery, replacement, assign and loading all in application and verified battery was good and all software were current. Complete maintenance with full inspection were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main full height drawer 2 cubie pockets of row a, b and c were failed to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.